Event description:
Additional information was received that surgery occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: certain information submitted in earlier report has been corrected.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: b5: the initial report should have also included the following information: it was reported that the patient fell.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32571. It was reported that one of the patient's leads migrated. The issue was confirmed via x-rays. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.